Event description:
The customer reported via phone that she had a calibration error alert on the insulin pump. Customer's blood glucose was 378 mg/dl. The customer stated that she had changed her clothes and check blood glucose got a calibration error. The customer was advised to wait until blood glucose are stable to calibrate. Customer was advised to monitor sensor. The declined to troubleshoot for high and low blood glucose. The customer also reported via phone call that she had sensor glucose versus blood glucose differences. Customer's blood glucose was 45 mg/dl. After the troubleshooting was done, customer was advised to not calibrate on a sensor alert. The customer was advised that sensor may be responding to changes in glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.